Manufacturer narrative:
B4:(B)(6)2021 preventative maintenance was being performed at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the issue. The device passed performance verification testing.

Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.